Event description:
The customer reported there was no signal output from the serial digital interface 1 (sdi1) terminal of the subject device, which resulted in no image being displayed. The issue was found during receipt inspection. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no output from sdi-1) was confirmed and found to be caused by a broken sdi connector and printed circuit board failure. Service confirmed that the image from sdi2 and other terminals was normal. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. The specific root cause of the broken sdi connector and faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.